Event description:
Event description cpi received information that during the attempted implant of this ventak mini ii implantable cardioverter defibrillator (ICD), the ICD was connected to the lead and the patient induced into an arrhythmia, but the ICD did not sense the arrhythmia nor did it deliver a shock. When the stat shock feature of the ICD was attempted, the ICD did not respond, and an external shock had to be delivered to convert the patient. The ICD would not respond to application of a magnet. The lead system was re-tested and found to be ok; a new ICD was used with no problems. The original ICD was returned to cpi for analysis.